Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Patient anatomy included thickened leaflets, tethered leaflets and calcified leaflets. One clip was implanted, reducing the mr from grade 4+ to grade 1-2. On (B)(6) 2021, a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. The mr returned to grade 4+. A second procedure was performed on (B)(6) 2021. No tissue damage was noted and one additional clip was implanted. The mr was reduced to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for incomplete coaptation (periprocedure). The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy. The reported poor image resolution was due to procedural condition. The reported recurrent mr appears to be cascading effect of the slda. The reported unexpected medical intervention and prolonged hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.